Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears the pump against their skin. The customer's blood glucose level was 125mg/dl. A supply change was performed and the customer successfully resumed insulin deliveries. Tandem technical support advised the customer not to wear the pump against the skin to avoid temperature changes to the pump.